Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by ER application error. A technical support specialist noticed that the software agent hadn't been updated for 5 months. Manually updated the component manager, then rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing slowness, with the dispensing.ui.win application not responding. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.